Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No software error alarms were noted. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were trying to rewind and put a new set in and they would pet pump alarm. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 495mg/dl. The customer treated with manual injections. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.